Event description:
The hcp reported the pt presented with signs of infection including meinningeal signs/symptoms and pain and numbness in the legs after a catheter "re-implant" a week earlier. The hcp reported the pt has meningitis. Perioperative antibiotics were administered. The drug used in the pump is baclofen (500mcg/ml) delivered at an unk daily dose. The pump was last refilled in 2007. The primary location of the infection is unk. Cultures were obtained of the device pocket, cerebrospinal fluid, and blood which produced no organism growth. The pt was treated with intravenous antibiotics and a total device system (pump and catheter) explant. The infection subsequently resolved. The pt did not suffer drug withdrawal as they were put on oral medications. See MFR report # 2182207200700829.

Manufacturer narrative:
H6: final device analysis revealed a catheter cut. The second and most distal catheter piece had a slice cut 26.1cm from the distal end. The distal catheter piece had a rip/tear 1 cm from the proximal end.